Manufacturer narrative:
The investigation is currently ongoing. The follow up/corrective actions are yet to be determined. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Erroneous low results were generated by two cobas 4000 c (311) stand alone systems. The event involved a total of 2 patients with erroneous results for vanc3 vancomycin. The ages of the patients were requested but were not provided. The weights of the patients were requested but were not provided the genders of the patients were requested but were not provided. The races of the patients were requested but were not provided. The ethnicities of the patients were requested but were not provided.

Manufacturer narrative:
The investigation for the event did not identify a product problem. The cause of the event could not be determined. The field service representative replaced the gear pump assembly, the vacuum diaphragm, and probes. The probe washing positions and rinse levels were adjusted, all were ok. Rinse tubing was also replaced. Controls and patient sample comparison studies were performed.